Event description:
Physician reported this pt with a rpez port that is flipped and have to be repaired/re-fixated. Investigation in progress. Follow-up findings: access port had flipped 180 degrees. Could not access lap-band accessport during routine clinic visit, pt sent to x-ray and port flip identified. Laparotomy to re-attach port to abdominal rectus sheath. Tacks were deployed but not attached to rectus sheath. Per the company representative, "the surgeon always tests for security of the port fixation at time of implant." The device remains implanted and will not be returned.

Manufacturer narrative:
(B)(4). The reporter of the compliant was asked to return the product for analysis if it is explanted in the future. The device was resutured into place and remains implanted. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a rapidport ex strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the displacement as follows" caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0)view. Targeting the port for needle penetration can be difficult if this orientation is not controlled." "Caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."